Event description:
The following was reported to hamiton medical ag: hospital staff was attempting to calibrate the flow sensor prior to patient use when a blower failure appeared on the screen and the alarm continued to sound. He had no choice but to use a different ventilator for the patient. However, there was no health risk to the patient.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).